Manufacturer narrative:
Lead implant date, (B)(6) 2018, was inadvertently left out of the previous report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05071.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05071. It was reported the patient experienced a loss of efficacy for the drg system. To address the issue, the physician explanted the system.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05071.